Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating only the right side device had ruptured and the left side device was intact. The devices were reportedly discarded after explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implant 225cc and experienced bilateral rupture. As a result, the patient is scheduled for removal on (B)(6) 2020. This report is for the left breast prosthesis.

Manufacturer narrative:
On aug 25 2020, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade unknown. A photo of the device was received for evaluation. Photo evaluation summary: during the visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).